Event description:
It was reported that meal icons were not appearing on reports after the patient announced a meal, and review of device logs showed the patient unlocked the ilet, navigated to the meal screen, selected dinner and usual, but did not slide to deliver the meal announcement. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms and no medical intervention or hospitalization. Investigation included customer interview and device log review. Investigation of this case revealed that the device functioned as designed and that the missed slide-to-deliver resulted in a missed meal announcement. It was concluded, based on previously established findings for similar reports, that user error was the cause.